Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), endometrial ablation ('ablation'), urinary bladder suspension ('sling with additional procedure for continued incontinence') and shoulder operation ('right shoulder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mass, polycystic ovarian syndrome, high cholesterol, back pain, diabetes mellitus and anemia. (B)(6)2010: final cytologic diagnosis: a/b. Mass, right sacrum, CT guided core biopsies proliferation of cytologically bland fibroblasts within abundant collagen. Impression hard, immobile, subcutaneous mass just to the right of midline and over the sacrum, symptomatic, seen on CT, fibromatosis on biopsy otherwise healthy and well. Concurrent conditions included body mass index normal, sleep apnea, diabetes, bladder infection, vaginal infection, fibromatosis, back pain, scoliosis, urinary incontinence, cough and sneezing. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6)2010 to (B)(6)2010 and metformin since (B)(6) 2018. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6)2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain."). In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("bladder or urinary problems or changes urinary tract infection"), vaginal discharge ("vaginal discharge") and recurrent uti ("infection (bladder/urinary tract/ vaginal)- type: recurrent utis"). In (B)(6)2014, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterovaginal prolapse ("performed surgery to repair my uterovaginal prolapse"), genital haemorrhage ("gen. Abnormal bleeding") and hydrocephalus ("hydrocephalus") and underwent urinary bladder suspension (seriousness criterion medically significant) and shoulder operation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain was resolving and the endometrial ablation, urinary tract infection, female sexual dysfunction, vaginal discharge, fatigue, weight increased, alopecia, recurrent uti, uterovaginal prolapse, genital haemorrhage, urinary bladder suspension, shoulder operation and hydrocephalus outcome was unknown. The reporter considered alopecia, endometrial ablation, fatigue, female sexual dysfunction, genital haemorrhage, hydrocephalus, pelvic pain, shoulder operation, urinary bladder suspension, urinary tract infection, uterovaginal prolapse, vaginal discharge, weight increased and recurrent uti to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2010, (B)(6)2010 current weight 195 lbs. Approximate weight at the time of essure placement 150 lbs. Right micro insert was inadvertently removed while trying to apply slight traction to bring it further from the os, and removed without incident and reinserted without incident. There was 4-ring placement on the left and 3- ring placement on the right. Received treatment for- apareunia, gen. Abnormal bleeding, bladder problems, urinary problems, vag. Discharge, fatigue, hair loss, nausea, weight gain, sling with additional procedure for continued incontinence, right shoulder, ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6)2010: results-bilateral occlusion.; on (B)(6)2010: results: total bilateral occlusion.it was placed correctly 2.) Unable to access uterus to assess placement of device. Impression: optimal placement bilaterally of essure with bilateral tubal occlusion. Physical examination - on (B)(6)2010: wound: healing well, dry, no hematoma or seroma pathology: desmoid like fibromatosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: social media received. Reporter information added. Events: hydrocephalus added. Event genital haemorrhage was downgraded to non-serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), endometrial ablation ('ablation'), genital haemorrhage ('gen. Abnormal bleeding'), urinary bladder suspension ('sling with additional procedure for continued incontinence') and shoulder operation ('right shoulder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mass, polycystic ovarian syndrome, high cholesterol, back pain, diabetes mellitus and anemia. (B)(6) 2010: final cytologic diagnosis: a/b. Mass, right sacrum, CT guided core biopsies - proliferation of cytologically bland fibroblasts within abundant collagen. Impression hard, immobile, subcutaneous mass just to the right of midline and over the sacrum, symptomatic, seen on CT, fibromatosis on biopsy otherwise healthy and well. Concurrent conditions included body mass index normal, sleep apnea, diabetes, bladder infection, vaginal infection, fibromatosis, back pain, scoliosis, urinary incontinence, cough and sneezing. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2010 to (B)(6) 2010 and metformin since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain."). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("bladder or urinary problems or changes urinary tract infection"), vaginal discharge ("vaginal discharge") and recurrent uti ("infection (bladder/urinary tract/ vaginal)- type: recurrent utis"). In (B)(6) 2014, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterovaginal prolapse ("performed surgery to repair my uterovaginal prolapse") and genital haemorrhage (seriousness criterion medically significant) and underwent urinary bladder suspension (seriousness criterion medically significant) and shoulder operation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the endometrial ablation, urinary tract infection, female sexual dysfunction, vaginal discharge, fatigue, weight increased, alopecia, recurrent uti, uterovaginal prolapse, genital haemorrhage, urinary bladder suspension and shoulder operation outcome was unknown. The reporter considered alopecia, endometrial ablation, fatigue, female sexual dysfunction, genital haemorrhage, pelvic pain, shoulder operation, urinary bladder suspension, urinary tract infection, uterovaginal prolapse, vaginal discharge, weight increased and recurrent uti to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010 current weight 195 lbs. Approximate weight at the time of essure placement 150 lbs. Right micro insert was inadvertently removed while trying to apply slight traction to bring it further from the os, and removed without incident and reinserted without incident. There was 4-ring placement on the left and 3- ring placement on the right. Received treatment for- apareunia, gen. Abnormal bleeding, bladder problems, urinary problems, vag. Discharge, fatigue, hair loss, nausea, weight gain, sling with additional procedure for continued incontinence, right shoulder, ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results-bilateral occlusion.; on (B)(6) 2010: results: total bilateral occlusion. It was placed correctly 2.) Unable to access uterus to assess placement of device. Impression: optimal placement bilaterally of essure with bilateral tubal occlusion. Physical examination - on (B)(6) 2010: wound: healing well, dry, no hematoma or seroma pathology: desmoid like fibromatosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received; new events- gen. Abnormal bleeding, sling with additional procedure for continued incontinence, right shoulder were added. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), endometrial ablation ('ablation'), urinary bladder suspension ('sling with additional procedure for continued incontinence') and shoulder operation ('right shoulder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mass, polycystic ovarian syndrome, high cholesterol, back pain, diabetes mellitus and anemia. (B)(6) 2010: final cytologic diagnosis: a/b. Mass, right sacrum, CT guided core biopsies - proliferation of cytologically bland fibroblasts within abundant collagen. Impression hard, immobile, subcutaneous mass just to the right of midline and over the sacrum, symptomatic, seen on CT, fibromatosis on biopsy otherwise healthy and well. Concurrent conditions included body mass index normal, sleep apnea, diabetes, bladder infection, vaginal infection, fibromatosis, back pain, scoliosis, urinary incontinence, cough and sneezing. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from january 2010 to may 2010 and metformin since november 2018. On (B)(6) 2010, the patient had essure inserted. In may 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In june 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain."). In february 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("bladder or urinary problems or changes urinary tract infection"), vaginal discharge ("vaginal discharge") and recurrent uti ("infection (bladder/urinary tract/ vaginal)- type: recurrent utis"). In november 2014, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterovaginal prolapse ("performed surgery to repair my uterovaginal prolapse"), genital haemorrhage ("gen. Abnormal bleeding") and hydrocephalus ("hydrocephalus") and underwent urinary bladder suspension (seriousness criterion medically significant) and shoulder operation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and shoulder operation was resolving and the endometrial ablation, urinary tract infection, female sexual dysfunction, vaginal discharge, fatigue, weight increased, alopecia, recurrent uti, uterovaginal prolapse, genital haemorrhage, urinary bladder suspension and hydrocephalus outcome was unknown. The reporter considered alopecia, endometrial ablation, fatigue, female sexual dysfunction, genital haemorrhage, hydrocephalus, pelvic pain, shoulder operation, urinary bladder suspension, urinary tract infection, uterovaginal prolapse, vaginal discharge, weight increased and recurrent uti to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010 current weight 195 lbs. Approximate weight at the time of essure placement 150 lbs. Right micro insert was inadvertently removed while trying to apply slight traction to bring it further from the os, and removed without incident and reinserted without incident. There was 4-ring placement on the left and 3- ring placement on the right. Received treatment for- apareunia, gen. Abnormal bleeding, bladder problems, urinary problems, vag. Discharge, fatigue, hair loss, nausea, weight gain, sling with additional procedure for continued incontinence, right shoulder, ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results-bilateral occlusion.; on (B)(6) 2010: results: total bilateral occlusion. It was placed correctly 2.) Unable to access uterus to assess placement of device. Impression: optimal placement bilaterally of essure with bilateral tubal occlusion. Physical examination - on (B)(6) 2010: wound: healing well, dry, no hematoma or seroma pathology: desmoid like fibromatosis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received : outcome was updated as recovering for previously reported event right shoulder. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mass, polycystic ovarian syndrome, high cholesterol, back pain, diabetes mellitus and anemia. (B)(6) 2010: final cytologic diagnosis: a/b. Mass, right sacrum, CT guided core biopsies proliferation of cytologically bland fibroblasts within abundant collagen. Impression hard, immobile, subcutaneous mass just to the right of midline and over the sacrum, symptomatic, seen on CT, fibromatosis on biopsy otherwise healthy and well. Concurrent conditions included body mass index normal, sleep apnea, diabetes, bladder infection, vaginal infection, fibromatosis, back pain, scoliosis, urinary incontinence, cough and sneezing. Concomitant products included ethinylestradiol levonorgestrel (nuvaring) from (B)(6) 2010 to (B)(6) 2010 and metformin since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain."). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("bladder or urinary problems or changes urinary tract infection"), vaginal discharge ("vaginal discharge") and recurrent uti ("infection (bladder/urinary tract/ vaginal)- type: recurrent utis"). In november 2014, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterovaginal prolapse ("performed surgery to repair my uterovaginal prolapse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the endometrial ablation, urinary tract infection, female sexual dysfunction, vaginal discharge, fatigue, weight increased, alopecia, recurrent uti and uterovaginal prolapse outcome was unknown. The reporter considered alopecia, endometrial ablation, fatigue, female sexual dysfunction, pelvic pain, urinary tract infection, uterovaginal prolapse, vaginal discharge, weight increased and recurrent uti to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010. Current weight (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Right micro insert was inadvertently removed while trying to apply slight traction to bring it further from the os, and removed without incident and reinserted without incident. There was 4-ring placement on the left and 3- ring placement on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. It was placed correctly 2.) Unable to access uterus to assess placement of device. Impression: optimal placement bilaterally of essure with bilateral tubal occlusion. Physical examination - on (B)(6) 2010: wound: healing well, dry, no hematoma or seroma pathology: desmoid like fibromatosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs+mr received. Event injury was updated and new events: ablation, urinary tract infection, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes urinary tract infection, pelvic pain, vaginal discharge, fatigue, weight gain, hair loss, uterovaginal prolapse were added. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical conditions and drugs added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.